Event description:
Device report from synthes (B)(6) reports an event as follows: on an unknown date in 1990, the patient was treated for a right hip fracture with unspecified hardware. In (B)(6) 2012, the patient again fractured the right hip. On (B)(6) 2012, the surgeon removed the old hardware and repaired the new fracture with a 235mm trochanteric fixation nail (tfn). On (B)(6) 2012, the patient presented to the emergency department with hip pain. X-rays showed that the right hip was fractured and the tfn nail was broken at the locking screw hole. On (B)(6) 2013, the patient underwent revision surgery. The tfn nail was removed and the fracture was reduced and repaired with a synthes 4.5 proximal femur plate. This is report 2 of 2 for complaint (b)(4.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Manufacturing documents were reviewed and no complaint related issues were found. The investigation could not completed; no conclusion could be drawn, as no product was received.